Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. During troubleshooting, it was confirmed that the screen was responsive. There was no known impact to the customer's blood glucose. The customer would continue to use the pump for insulin therapy.